Event description:
The manufacturer's rep reported the pt was not getting the drug. In 2004, a catheter dye study was done and reported as the hcp could not "see it." The pump was working fine. The distal portion of the catheter was replaced. The pt was programmed to receive a bolus of 4 instead of the intended 0.4. The pt was overdosed, was unarousable after 3 hours, and was admitted to the intensive care unit. The pt had problems breathing and was intubated for precautionary reasons. The hcp reported that the following day, the pt is fine and back to normal.